Event description:
Account states that they obtained high folate and b12 results after running a highly lipemic or hemolytic sample. The incorrect results were not used to guide patient therapy. The account performed cleaning to correct the problem.